Event description:
It was reported that the system would not boot or allow fluoroscopic x-ray there is no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.